Event description:
Boston scientific received information that during an attempted cardioversion for atrial fibrillation, this device displayed a fault code and an error message that a short circuit was detected during shock delivery. The fault code was cleared, however the error message was displayed again. The shock lead impedance (sli) measurement had previously been 51 ohms and the right ventricular (rv) pace sense lead impedance measurement was 552 ohms. Boston scientific technical services (ts) was consulted and discussed the fault, it is likely when the device was attempting to deliver the 41 joule shock, a low sli was detected and the shock was aborted. The health care professional (hcp) noted she thought the patient jumped, ts discussed that part of the shock may have been delivered but full delivery likely did not occur due to the shorted condition. Ts noted the lead and or device was likely compromised and recommended replacement. It was reported that the device was implanted subcutaneous and the patient was not pacemaker dependant.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a shorted condition. X-ray examination was performed. The header wires were verified to be intact. However, through closer visual inspection and removal of the header it was noted that there was evidence of arcing between the right ventricular ring (rvr) feed-thru wire and the device case which correlated with the stored episode from the clinical event. This was the result of the header being loose and body fluid getting under the header causing a short between the rvr feed-thru wire and the device case which resulted in the shorted lead fault. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.